Manufacturer narrative:
The device was returned and the cannula assembly was fully deployed. The fluid path was inspected and no issues observed that would result in high blood glucose levels or the cannula improperly inserting into the infusion site. The reported events could not be conclusively determined. Inspection of the exposed portion of the soft cannula did not find it bent or kinked. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Changing your pod 3 / page 34: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Changing your pod 3 / page 23: warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's glucose reached between 9.8 to 28.9 mmol/l (176.4 to 520.2 mg/dl) while wearing the pod between 4 and 24 hours on the back. Upon inspection, it was noticed that the pod was leaking and the patient was unsure if the cannula was properly inserted into the skin. Patient noticed the cannula being bent in between the adhesive pad and the skin. No information was provided on how the hyperglycemia was treated.